Manufacturer narrative:
As reported, the sealant protection of the sealant part of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The device was intended to be used for a transfemoral cerebral angiogram (tfca). Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was partially exposed but remained mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. Dimensional analysis of the slit length of the sealant sleeves could not be performed due to the frayed/split/torn condition of the sleeves. Per functional analysis, the inflation/deflation analysis could not be completed due to loss of balloon pressure observed during the attempted inflation/deflation test. A simulated deployment test could not be performed because the balloon condition impeded sealant deployment and balloon retraction. A high-magnification evaluation was performed on the balloon. This analysis identified the presence of a longitudinal tear in the balloon. Verification of sheath compatibility per the device instructions for use (IFU) could not be completed, as the catheter sheath introducer (csi) was not returned for this evaluation. Additionally, the insertion/withdrawal test using a laboratory sample could not be performed due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had a condition observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn. Additionally, conditions were noted in the returned device of ¿balloon-balloon loss of pressure¿ due to the longitudinal tear found on the balloon, and ¿mynx control system-deployment difficulty-premature¿ as a partial exposure of the sealant was observed due to the condition of the sealant sleeves noted. The exact cause of the reported complaint and observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned) possibly contributed to the frayed/split/torn condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. Regarding the longitudinal tear found in the balloon, access site vessel characteristics (although not reported) and/or concomitant device factors may have contributed to the tear found on the balloon since this type of damage can occur when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft). However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time

Event description:
As reported, the sealant protection of the sealant part of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The device was intended to be used for a transfemoral cerebral angiogram (tfca). Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per pe findings, the received unit presented a frayed/split/torn condition of the sealant sleeves with partial sealant exposure observed during visual analysis. The inflation/deflation test was impeded by loss of balloon pressure, and the simulated deployment test could not be performed due to the condition of the balloon.